Event description:
It was reported that while using the surgical fiber during a prostate procedure, the cap became loose/detached at 132,120 joules of use. The case was completed using a second fiber. There was no injury to patient reported.

Manufacturer narrative:
Fiber analysis: the fiber's metal cap was found to be detached; distal end of the glass cap was found to be fractured proximal to the fiber/cap fusion zone. There was no indication or report of any part of the device remaining inside the patient. The fiber/cap conditions could cause forward firing. The probable root cause of the device failure was suspected to be heat accumulation due to tissue contact and/or anatomical/ procedural factors encountered during the procedure.